Event description:
Pt reported obtaining back-to-back blood glucose results of 336 mg/dl and 124 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.